Event description:
Administered ivpb flagyl 500mg/100ml and attempted to program pump to infuse over two hours instead of one hour per patient request. The bag infused completely in less than one hour, but pump still programmed for additional hour. Fifty ml left when IV bag was empty.